Event description:
The customer reported that the device was intermittently shutting down. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device was intermittently shutting down. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was traced to a faulty battery pca. The battery pca was replaced resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the battery pca that caused an unexpected shutdown.